Event description:
It was reported that balloon rupture occurred. The patient presented for percutaneous transluminal angioplasty. The target lesion was located in the subclavian artery. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. It was noted that the balloon seemed to have touched the stent tip and contrast was leaking. The procedure was completed with another of same device. There were no patient complications reported and the patient was fine.

Event description:
It was reported that balloon rupture occurred. The patient presented for percutaneous transluminal angioplasty. The target lesion was located in the subclavian artery. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. It was noted that the balloon seemed to have touched the stent tip and contrast was leaking. The procedure was completed with another of same device. There were no patient complications reported and the patient was fine. It was further reported that the stenosed target lesion was 80% located in mildly tortuous and severely calcified subclavian artery. Inflation was performed two times; however, at nominal atmospheres, the balloon ruptured due to the contrast leaking of the balloon. The device was removed completely from the patient body.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was returned. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm proximal from the distal markerband. A visual and examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The patient presented for percutaneous transluminal angioplasty. The target lesion was located in the subclavian artery. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. It was noted that the balloon seemed to have touched the stent tip and contrast was leaking. The procedure was completed with another of same device. There were no patient complications reported and the patient was fine. It was further reported that the stenosed target lesion was 80% located in mildly tortuous and severely calcified subclavian artery. Inflation was performed two times; however, at nominal atmospheres, the balloon ruptured due to the contrast leaking of the balloon. The device was removed completely from the patient body.